Event description:
Boston scientific received information that this right ventricular (rv) lead appeared to be beginning to erode through the patients' skin. An invasive revision procedure was performed and only the rv lead was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
There is no allegation against device functionality and due to this, analysis is not required. The system was explanted due to pocket erosion.